Manufacturer narrative:
Hearing aid was returned for investigation, but the zn-air battery in question was not. Battery brand is unknown.

Event description:
Patient was lying on the side with hearing aid on. She reported the ear was "burned" behind the ear on the pinna. Afterwards, the ear looked tender. No permanent damage. Investigation show that the hearing aid works according to specification, but a possible leakage from the used zn-air battery might have caused the symptom. There has been a medical intervention. The patients doctor put patient on antibiotics due to a slight infection in the wound. Patient is now doing fine.